Event description:
It was reported that the pump exhibited a double beep no cassette during testing. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with the tamper seals missing and fluid ingression on the downstream sensor. There was evidence of the error recorded in the event history log. The customer problem double beep no cassette was duplicated during the investigation. Fluid ingression was found on the downstream sensor, and this was the cause of the reported issue. For corrective action it was recommended that the downstream sensor be replaced. The root cause of the reported problem is unknown. The product is beyond 4 years from manufacture date of 2018-11 and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Correction: d4: model number: 6400.